Event description:
According to the reporter, during laparoscopic intraperitoneal onlay mesh repair (ipom), the surgeon tried the first device, it was very hard to trigger and the noise was also not normal, the user can see the tacks at the top before it is released, used a second device and the issue occurred again. Several attempts were made but came out empty without tacks. There where tacks fell into the patient cavity. It was noted that all tackers have been removed from the patient cavity with the use of laparoscopic forceps. Also, due to the tacks not being fixed, we had to remove 2-3 of them, a 5mm trocars was used as there are small hernias and 12 cm meshes. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: abstack30 abs fixation device 30 tacks (lot#: n3a0683y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted tacks were not visible in the shaft. Functionally, the handle was cycled and the device received was binding. It was reported that a component was disengaged from the device into the surgical cavity. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device gave an unexpected audible feedback of normal use and did not fire tacks as expected. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: warped body halves. Visual inspection noted warping in the body of the instrument consistent with heat application to the instrument. The product analysis noted evidence that the device was not used as intended. This issue may occur when the instrument was exposed to high heat causing the observed damage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.